Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The physical device evaluation has not yet been completed. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, during routine testing, the endoscope tested positive for microbial contamination. The device was sampled twice. The first test was performed on (B)(6) 2022. All channels tested positive for one colony forming unit (cfu) of revivable total aerobic flora. The second test was performed on (B)(6) 2022. All channels tested positive for three cfu of revivable total aerobic flora. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer and device evaluation. The customer provided their cleaning, disinfection, and sterilization processes. Pre-cleaning is performed by aspirating water through the instrument/suction channel and auxiliary channel. The precleaning detergent is aniosyme x3. Manual cleaning is then performed by brushing the instrument/suction channel with an asept inmed brush kit and aniosyme x3 detergent. The scopes are then cleaned in an olympus automated endoscope reprocessor (aer). The endoscopes are stored in a simple cabinet. Olympus is not the maintenance company. The test results of the aer were not shared with olympus. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device was evaluated. The reported issue was not confirmed per the hygiene microbiological investigation. During inspection, the device passed all tests and no damage was found. Once the investigation has been completed, a supplemental report will be submitted with the results.